Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the hp and assisted with troubleshooting the alarm. The hp would call the nurse regarding the air detect alarm and being connected. No obvious cause of alarm was determined. During a follow up with the cg regarding the alarm, the cg stated that he later realized that he did have a little trouble spiking the bag, and added that he unwittingly used the same bag. The cg suggested that the alarm could have been due to a possible loose connection between the bag and the tubing. The cg confirmed that he had called the on call nurse, and resumed therapy manually. The cg was advised by the nurse to use new supplies when in doubt about the supplies. The cg confirmed that hp did not have any injury or harm as a result of this incident. The cg stated that the cassette used that day was from the clinic, so there was no way of retrieving the cassette lot number. Per cg, hp is doing fine and continuing therapy without issues. No medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm. The cg stated that he later realized that he did have little trouble spiking the bag, and added that he unwittingly used the same bag. The cg suggested that the alarm could have been due to a possible loose connection between the bag and the tubing. Root cause was determined to be user error from the information provided in the complaint. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.